Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the pump was alarming at intermittent times; at intervals of 6, 7, and over 10 minutes. Interrogation of the pump showed that the low and empty reservoir alarms occurred. The reservoir volume read 5ml and the pump did have 5mls left. It was determined that on (B)(6) 2012 a dose change was made without a refill; however, the reservoir volume was changed and then changed back before the pump update. The hcp (health care provider) set the reservoir volume to 20 ml, updated the pump, and then set the reservoir volume to the actual 5mls and updated the pump. This resolved the issue. The patient had no concerns with their therapy. The device system was delivering morphine.